Event description:
Reporter stated that the surgeon was inserting a one piece silicone intraocular lens model aa4204vl into the eye and the lens tore. The surgeon enlarged the incision to remove the lens and inserted another lens. No suture was required.